Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that during a procedure, this cardiac resynchronization therapy pacemaker (crt-p) system reverted to safety mode and the left ventricular (lv) lead exhibited loc. It was unclear if the non-programmable safety mode settings contributed to the loc on the lv channel. It was noted that the patient needed external pacing; however, the surgery was successfully completed, and this lv lead remains in service. No adverse patient effects were reported.